Event description:
It was reported that the user experienced alert 38 indicating a motor stall during a supply change on the ilet pump, which recurred after initial resolution and was ultimately resolved following guided troubleshooting, a successful dry run, and replacement of the cartridge kit (lot 37156), connector (lot 36180), and inset (6013892). Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer service troubleshooting and user education with step-by-step confirmation of the supply change process. Investigation of this case revealed a consecutive motor stall event related to the infusion system during the supply change that resolved after reinstallation with new supplies and correct technique. It was concluded, based on established findings for similar reports, that the cause was user-related handling during setup leading to a transient motor stall, which was mitigated by proper reloading and component replacement.

Manufacturer narrative:
Initial.